Manufacturer narrative:
H.6. Investigation: a 41173e-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 18065934. The customer provided a photograph of the affected sample; analysis of the photograph identified that tubing had separated from below the drip chamber, however it was not possible to determine if a manufacturing defect may have contributed to the customer's experience. A review of the production records for lot 18065934 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. According to the failure investigation performed on CAPA 70724, the root cause of why the material arrives to the final user and separates is identified as an incomplete tubing insertion. H3 other text : see h.10.

Event description:
It was reported that the dehpfree pri grav set 1 ss vlv experienced component separation. The following information was provided by the initial reporter: after finishing the procedure I was about to move the IV fluid after that gravity set went off disconnection between the chamber and tubing with no force of power.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the dehpfree pri grav set 1 ss vlv experienced component separation. The following information was provided by the initial reporter: after finishing the procedure I was about to move the IV fluid after that gravity set went off disconnection between the chamber and tubing with no force of power.